Manufacturer narrative:
The field service representative found a faulty halogen lamp. He replaced the halogen lamp, reaction cells, and gear pump head. He reset the system and performed an incubation water exchange. He checked all tubing and probe adjustments. The customer performed calibration and qc. As the calibration and qc data was acceptable, there was no indication of a reagent issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable hemoglobin a1c results from the cobas c513 analyzer. The initial result was 8.4% and was reported outside of the laboratory. The results was questioned by the physician and the sample was repeated on another cobas c513 system with a result of 7.3%. The reagent lot number was 401261. The expiration date was requested but was not provided.